Event description:
It was reported that damage occurred to the pump housing surrounding the usb port, although this did not affect the ability to charge the pump. There was no adverse impact to the customer's blood glucose level. The customer was advised to use their current pump or an alternate method for insulin delivery if necessary while awaiting a replacement. Technical support arranged for a replacement pump to be sent, provided instructions for returning the damaged pump, and advised the customer on setting up the new pump with updated software.